Event description:
Patient's chemotherapy would not infuse when attached to patient's primary line. Attempts to troubleshoot were completed to no avail. Set-up verified as correct. New bag was prepared which infused without issue. No harm to patient.